Event description:
During verification testing at the service center, unrestricted flow was noted when the door was opened.

Manufacturer narrative:
Testing and investigation found the device had unrestricted flow when the door was opened. This was due to the device door roller was missing and the roller pin was broken off. The device has been identified as part of a product recall. This report represents all the info known by the rptr upon query by hospira personnel.